Event description:
Customer mailed in her non-working pad.

Manufacturer narrative:
Our examination revealed that one of the terminals had been broken near a thermostat, which had compromised our double-insulated design. We also found several other internal components that were damaged, indicating that the customer misused the pad by applying an excessive, localized force on or near the thermostat terminal. We concluded that this report was attributable to misuse by the user, and failure to follow instructions as to the care and handling of the unit. Pad was slightly bunched up and discolored. All thermostats were discolored and bent. One thermostat was bent in half and one thermostat has a burn hole in it. Several of the leads were bent in half and out of place. Although warning labels and instruction booklets warn against sitting or laying on the product, we have a correction action project (B)(4) underway to make the design more robust.